Event description:
It was reported by the user: at 8 am, the ventilator alarm activated. I went to check and noticed that there is no flow sensor monitoring, there is a noise in the exhalation valve, and the patient is exhaling continuously above the baseline value, but also with prolonged inhalation, which is causing the patient's intrathoracic pressure to rise, the patient is in critical condition, with an open chest and active bleeding from an external wound; I disconnect the patient and hear a depressurization sound and autocycling noise from the ventilator, I changed the flow sensor and reconnected the patient, as there was no response and given the high risk of injury, I assisted the patient with an ambu and switched the ventilator; I reported the incident to the doctor on duty and to engineering. After replacing the ventilator, ventilation was restored in the patient, who was showing adequate chest movement and a decrease in the bleeding that had been observed. No deterioration was reported during the event. The user reacted and changed the device or ventilated manually at intervals. At the present time a device malfunction hat has disturbed or stopped the ventilation cannot be excluded. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
It was reported that a patient in critical condition with an open chest was not receiving adequate ventilation with the evita device. No deterioration was reported during the event. The user reacted and changed the device or ventilated manually at intervals. The investigation was based on the reported event, log analysis, and onsite examination of the affected evita 4 device. The log analysis revealed multiple "flow measurement inop." Alarms during the reported time. No stop of ventilation could be detected. The device alarmed and behaved as specified. During repair, a faulty o2 valve was identified as the root cause of the reported device behavior. The replacement of the o2 valve was the correct measure. Afterwards, the device was tested according to the manufacturer's specifications without any deviation. As a safety feature of the ventilator, the ventilator software analyzes and verifies proper function of the device. In case the ventilator software detects an internal failure, the user would be alerted to this condition by an audible alarm and a visual message posted on the display. The evita compares the calculated volume, which is expected to be delivered by the o2 and/or air valve, with the measurements at the expiratory flow sensor. If the valves have a leakage, the delivered volume is higher than the calculated and set volume. The expiratory flow sensor detects the additional volume and the device alarms to this condition with the high priority alarm "flow measurement inop. !!!". Based on the investigation results, this case is considered not to be reportable according to the medical device regulation (MDR 2017/745) as neither death nor serious injury was caused nor would it be expected to occur in case of recurrence. The number of similar cases related to the same root cause is within the expected range of the respective risk assessment and is therefore accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reoported by the user: at 8 am, the ventilator alarm activated. I went to check and noticed that there is no flow sensor monitoring, there is a noise in the exhalation valve, and the patient is exhaling continuously above the baseline value, but also with prolonged inhalation, which is causing the patient's intrathoracic pressure to rise, the patient is in critical condition, with an open chest and active bleeding from an external wound; I disconnect the patient and hear a depressurization sound and autocycling noise from the ventilator, I changed the flow sensor and reconnected the patient, as there was no response and given the high risk of injury, I assisted the patient with an ambu and switched the ventilator; I reported the incident to the doctor on duty and to engineering. After replacing the ventilator, ventilation was restored in the patient, who was showing adequate chest movement and a decrease in the bleeding that had been observed. No deterioration was reported during the event. The user reacted and changed the device or ventilated manually at intervals. At the present time a device malfunction hat has disturbed or stopped the ventilation cannot be excluded. In case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions. The device has no UDI as an UDI was not required at the time the device was manufactured.